Manufacturer narrative:
The customer reported that her mother, who resided in a nursing home, fell while using the product due to the unstable, wobbly wheels. Pain medication was prescribed following the incident. Upon follow-up with the customer, it was reported that the patient had passed away; however, there is no evidence suggesting a causal relationship between the device and the patient's death. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall while using device.